Event description:
Complaint report stated, " in late 2008, the vital port was implanted in the left upper arm for parenteral nutrition. The patient was discharged from the hospital without any problem. In early 2009, it was confirmed that the catheter was disconnected from the vital port. The disconnected catheter subsequently inflowed into the right atrium. On the next day, the physician removed the disconnected catheter which had flowed into the right atrium with a retrieval catheter set. After the removal of the disconnected catheter, the patient did not show any problematic symptom. The following day, the physician removed the port with the catheter locking sleeve which had been implanted in the patient's left upper arm." After removal of the port and the catheter locking sleeve, the patient did not show any problematic symptoms."

Manufacturer narrative:
Product not being for evaluation.